Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition/ malposition of essure device'), pregnancy with contraceptive device ('pregnancy (with complications)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage),pregnancy (termination)'), genital haemorrhage ('heavy abnormal bleeding') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 91546ll not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included obesity, multigravida and parity 3 (10sep2012, 14oct2004 and 21nov2011.). Concomitant products included ibuprofen and levothyroxine sodium (synthroid). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic or hypersensitivity"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection / infection (other) describe: vaginal"), mental disorder ("psychological or psychiatric problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, mental disorder, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, cystitis, device dislocation, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: trailing coils left 3, right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on 10-apr-2012: total bilateral occlusion. Pregnancy test urine - on an unknown date: positive upt (urine pregnancy test).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc.device ineffective event added from f/u 2: 28-jan-2019. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition/ malposition of essure device'), pregnancy with contraceptive device ('pregnancy (with complications)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage),pregnancy (termination)'), genital haemorrhage ('heavy abnormal bleeding') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 91546ll) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included obesity, multigravida and parity 3 ((B)(6) 2012, (B)(6) 2004 and (B)(6) 2011.). Concomitant products included ibuprofen and levothyroxine sodium (synthroid). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic or hypersensitivity"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection / infection (other) describe: vaginal"), mental disorder ("psychological or psychiatric problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, mental disorder, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, cystitis, device dislocation, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: trailing coils left 3, right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test urine - on an unknown date: positive upt (urine pregnancy test). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: plaintiff fact sheet received, lab data and lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition"), pregnancy with contraceptive device ("pregnancy (with complications)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage),pregnancy (termination)"), genital haemorrhage ("heavy abnormal bleeding") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included obesity, multigravida and parity 3 ((B)(6) 2012, (B)(6) 2004 and (B)(6) 2011.). Concomitant products included ibuprofen. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic or hypersensitivity"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection/infection (other) describe: vaginal"), mental disorder ("psychological or psychiatric problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, mental disorder, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, cystitis, device dislocation, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, mental disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: trailing coils left 3, right 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Pregnancy test urine - on an unknown date: positive upt (urine pregnancy test). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Medical history,laboratory data, concomitant drugs were added. Updated suspect drug indication.. Events hormonal changes, pregnancy (with complications), pregnancy (stillbirth or miscarriage),pregnancy (termination), allergic or hypersensitivity, bladder infection, urinary tract infection, vaginal infection / infection (other) describe: vaginal, psychological or psychiatric problems, malposition, vaginal discharge, fatigue, weight gain, hair loss, did not undergo essure confirmation test added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.